Manufacturer narrative:
The hcg+b reagent lot number was 797723 with an expiration date of 31-oct-2025. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient¿s sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 immunoassay analyzer (disk system). Initial result: 13.13 miu/ml. The physician questioned the initial result as it did not match the patient's clinical status. Repeat result: 1008 miu/ml.

Manufacturer narrative:
The field service engineer identified an operator maintenance issue where the sample needle was found dirty. The engineer did the necessary maintenance, and the analyzer was verified to be performing within specifications. The investigation did not identify a product problem. The cause of the event was due to an incomplete operator maintenance, where the daily maintenance was not done regularly.